Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to reasons that are unknown at this time.

Manufacturer narrative:
Upon receipt of additional information, there is no alleged event against the zimmer biomet products.